Event description:
It was reported that after a da vinci-assisted surgical procedure using an xi system, the customer reported recurring video-related errors in the series and requested an endoscope and system inspection. There was no report of patient involvement. During the investigation, error was identified and confirmed across multiple endoscope serial numbers. The customer suspected that the main endoscope controller (ec) was the root cause of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced endoscope controller (ec) to resolve the issue with errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have no errors. There were no issues in logs related to the reported event. Upon visual inspection, there were no issues that would be related to the reported problem. The unit was installed on a golden system where the unit was successfully programmed and present in the golden system. The unit was power cycled and functioned as expected with no errors.the probable root cause is attributed to the system version and will be upgraded to accommodate this repair. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.